Event description:
It was reported that during a rotator cuff surgery the thread of the device was defective. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. ***update avoe (B)(6) 2025 it was confirmed that the implant couldn`t be inserted during the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2323pslc batch 15362397 was received for evaluation. Visual inspection revealed that the screw/implant was warped at the tip, the threads were melted, and the hex was damaged. Functional testing was not performed as the device was received damaged and the driver was not received for evaluation. The most likely cause of the reported failure is a user error, which includes misaligned insertion and/or prying or levering the device with excessive force during use, which ultimately damages the device.